Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the system faulted with a 23124 error and would not recover on the right master tool manipulator (mtm). The site powered off, unplugged the affected cart and powered back on. The site proceeded with the case with only one surgeon side console (ssc) as they did not want any issues during the case. There were no other system related issues. The site continued the procedure with no further complications. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 08-april-2022: the procedure was completed as planned without any injury or harm to the patient. The procedure was originally going to be completed with two surgeon side consoles (ssc). After the customer encountered an issue with the secondary ssc, they completed it from only the primary ssc instead. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
The reported issue was resolved after the affected surgeon side console (ssc) was powered back on. No site visit was conducted by a field service engineer (fse). The system was working properly and no additional action was required. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the system logs was performed. Per the review, the following was confirmed: system serial - (B)(4), event date - (B)(6) 2022, and procedure name - distal pancreatectomy. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer had planned to use two surgeon side consoles (sscs) during the procedure. However, after the start of the procedure one ssc could not be used due to an error on the right master tool manipulator (mtm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.